Event description:
Hemolysis of red blood cells during a plasmapheresis procedure, 150 cc into the procedure, an alarm was received indicating potential hemoglobin in the plasma line. The reservoir contents were reinfused and the procedure finished. The plasma product was visibly pink. The donor exhibited hematuria. The donor did not stay overnight at the hosp and no medical intervention occurred. Baxter followed up with the donor on 9/8/05 and at that time, the donor reported being okay.

Manufacturer narrative:
Maintenance checks performed six days prior to and three days after the event revealed no instrument-related issues that might have contributed to this event. The disposable kit was not available for analysis. The customer did not report any kinks in the disposable kit.